Event description:
Dexcom is not providing replacements for their products that have significantly gone downhill in the past three years with their new adhesive. Even though the adhesive doesn't work, they are not providing replacements for diabetics. This can cause a series of adverse reactions when people can't read their blood sugar, including death. They are placing a limit on their replacements for their faulty product.